Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This solia s 53 was implanted in right auricle of rv. A day later rv lead perforation was suspected by CT due to patients pain complaint. Additional surgery for rv-lead was performed. Since cardiovascular surgeon was not there, in case of complications, the lead remains implanted and only the screw was capped. Additional lead, solia t 53 was implanted to complete the procedure.